Event description:
It was reported that the insulin pump has cracks at the case. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was rec'd with a cracked case.